Event description:
While doing a lap cholecystectomy, a problem was noticed with the electrical surgical unit -esu-. It was not working properly. The nurse went to get a replacement machine and at the moment the staff, anesthesiologist, and surgeon noticed smoke, then an instant fire at the connection where the return pad connects to the esu. The drapes adjacent to the esu were in flames. The drapes then were extinguished and the cord was stepped on to put out the fire. There was no harm to the pt.